Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify under delivery anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working and not making their blood glucose go down. The customer's blood glucose was 310 mg/dl at the time of incident. The customer performed troubleshooting. The customer stated that the insulin did not come out during fill cannula. The customer stated that the insulin did come out during prime. The customer performed displacement test and passed. The customer was advised that the insulin pump seemed to be working fine. The customer stated that the insulin pump was not delivering insulin properly. The insulin pump will be returned for analysis.